Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed that the tip on the reusable instrument was broken off, the reported event was confirmed. Visual inspection that found one piece had completely broken off, and there was another fracture identified in the radel bumper. Overall, the instrument had signs of wear, as well as scratches and dings. The cadence tibial impactor tip is a reusable instrument expected to be used across multiple surgeries. This device is composed of multiple components, including a metal base, and a bumper made from radel, a durable plastic. The intended use of the device is to absorb forces exerted on the tibial tray, an implantable component of the cadence total ankle system, during impaction in order to prevent damage to the implant. Therefore, the plastic tip of the device may fail after prolonged use or if subjected to excessive force, such as during impaction. Evaluation of the device suggests that the identified failure mode is consistent with wear and tear damage as a result of normal use of the device. This probable cause is supported by similar previous complaints. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during surgery, the piece of green plastic in one (1) cadence tibial impactor tip broke off of the impactor during implant impaction. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem.